Event description:
Upon completion of the surgical procedure, the myosure handpiece was stuck inside the machine. A wrench was used to dislodge the handpiece out of the machine. No harm to patient, but delayed turning over the room for the next case. FDA safety report ID# (B)(4).